Manufacturer narrative:
Device has not been received.

Event description:
It was reported that the patients magec rod allegedly stopped lenthening. The magec rod was removed and replaced with a new magec rod on (B)(6) 2017, and patient is fully recovered.